Manufacturer narrative:
Device is used for treatment, not diagnosis the instrument was used for a surgery on the (B)(6) 2013 because of a proximal femoral fracture. The dhs blade could not be locked by the head of the screwdriver t15 (art. 03.224.004). The tip of the instrument may remain inside of the dhs blade in the patient body. Another instrument was tested under laboratory conditions and used as a reference. Based on the topography of the fracture surfaces we can conclude that the breakage of the instrument is comparable with the breakage of the test instrument which was broken under laboratory conditions. All instruments were subjected to high dynamic bending loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the instruments. The instruments could not resist the applied force which finally led to the material overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with proximal femur fracture. Reportedly during the procedure on (B)(6) 2013, the dhs blade could not be locked by the head of the t15 stardrive screwdriver shaft (03.224.004). The surgeon could not identify the cause; whether the screwdriver head not reaching the end of tight-fit or a malfunction of the dhs blade is preventing the lock. The surgeon could not lock by spinning freely. It was reported the tip of the connecting screw was broken when it was returned. It is possible that the tip of the connecting screw is stuck inside of the dhs blade, subsequently causing a bad connection of the screwdriver. The tip of the connecting screw may have remained inside of the dhs blade implanted in the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.